Event description:
False negative result (s). We tried this on 2 different people. The test was negative on both people. Later in the day, both people went for pcr tests in atlanta and both pcr tests were positive.